Event description:
Femur cracked upon trial stem extraction; cables were used. Surgery was delayed 5-10 minutes.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The product and lot code were also unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.